Event description:
The customer reported via phone call that the pump fell and was exposed to water. Customer stated that the pump display immediately went blank after it was exposed to moisture. Customer stated a constant tone is occurring. Customer stated that the screen was filled with water. Customer took the battery out and put it back in, but the pump is still making a constant tone. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics and motor during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.